Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing and baseline shifting. Technical services (ts) suspects the potential for sense b noise. Provocation maneuvers were performed; however noise was unable to be produced. This s-ICD was reprogrammed to the secondary vector, despite undesirable r/t ratios. Follow-up is expected. This s-ICD system remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing and baseline shifting. Technical services (ts) suspects the potential for sense b noise. Provocation maneuvers were performed; however noise was unable to be produced. This s-ICD was reprogrammed to the secondary vector, despite undesirable r/t ratios. Further monitoring is expected. This s-ICD system remains in-service. No additional adverse patient effects were reported.